Manufacturer narrative:
Initial and final MDR (B)(4). Device 10 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion sets cannula kinked events since (B)(6) 2024. The events occurred after three hours of insertion. The insertion site was upper buttocks and thigh. The blood glucose level was displayed high, and the patient was treated with correction injection via multiple daily injection (mdi), change infusion set, and delivered correction bolus via pump. The infusion set was in use for 6 hours. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.